Event description:
Complaint received as follows: "the user found it difficult to deflate the cuff. It was found at the cuff check before use."

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is likely to cause or contribute to a serious injury/serious illness. A surgical intervention may be needed to remove an endotracheal tube (ett) whose cuff is difficult or impossible to deflate. There is a risk of serious soft tissue injury if such a device is forcibly removed with the cuff still fully inflated. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.